Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a vascular tourniquet. The customer reports that the umbilical tape used to secure the venous cannula to the vascular tourniquet keeper is breaking in half when tied during a procedure. The customer further stated that there was no patient consequence or medical intervention.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.